Event description:
Initial reporter indicated the pt was having intermittent pain with the vns device. The physician thinks that due to pt impairment and lack of reporting ability, the pain associated with the device could be due to either placement or device stimulation. Patient reports pain in upper left neck over trapezius and sternocleidomastoid muscle. The pt is planning on having her vns generator replaced related to the event and has been referred to a physician for replacement.